Event description:
It was reported that two cables that were purchased were erratic in displaying temperatures. Sometimes the temperature was displayed, and sometimes it was not. The monitors were nihon kohden.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation and further investigation was not conclusive. Though a specific cause cannot be determined, potential root causes for this failure are "wrong dimensions on competitors or our own connector" or "user damaged pins when inserting connector". The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: " for use with bard temperature-sensing products and accessories". Correction: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two cables that were purchased were erratic in displaying temperatures. Sometimes the temperature was displayed, and sometimes it was not.